Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer inquiry/problem: the customer called in to report that 2 sets a total of 4 vials went false positive. " "

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer inquiry/problem: the customer called in to report that 2 sets a total of 4 vials went false positive. ".

Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441386, s/n (B)(6) ). Customer indicated about the false positives. A bd remote assistance communicated with the customer and suspected that the false positives are caused by ambient temperatures after the log files are reviewed, as the customer prompted to the pop on the screen which changed the result. The instrument is deemed functional and handed over to the customer for use. This is an unconfirmed failure of the bd product. Device history record (DHR) review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was ambient temperatures. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. H3 other text : see h10.